Event description:
I went in for a covid test to see if I am an asymptomatic carrier. The nasal swab was jammed up so roughly and I have had extensive sinus surgery in the past. Now I have an extremely inflamed maxillary sinus and awful eye pain. These long sticks should not be used given the alternatives. Or, if they are used, they should also have a pre-test interview to inquire about previous nasal/ sinus surgery. FDA safety report ID # (B)(4).